Manufacturer narrative:
The patient did not respond to the peritonitis treatment. Eight days prior to the receipt of this report, the patient¿s catheter was removed and the patient was transferred to hemodialysis. That same day, antibiotic treatment was discontinued and the patient was discharged from the hospital. At the time of this report, the patient had not recovered. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced a breach in aseptic technique, further described as the patient not wearing a mask, which resulted in bacterial peritonitis. The peritonitis was manifested by abdominal pain and cloudy effluent. The patient was hospitalized that same day for the reported event. The treatment for the peritonitis included unspecified antibiotics (dose, route and frequency not reported). Dianeal therapy was ongoing. The outcome of the peritonitis was not reported. No additional information is available.